Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Updated b5: describe event or problem.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main artery. A 28x2.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the lesion was 70% stenosed, mildly tortuous and severely calcified. The stent failed to deploy due to damage and it was initially reported that the procedure was completed with another of the same device, however, it was completed with a non-bsc device.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main artery. A 28x2.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.